Event description:
Procedure type: unk. According to the reporter: during the use, a piece of the seal broke off and air leaked from the cavity. Nothing fell into the cavity. No tissue damage. Used another. The broken piece was not returned. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 06/17/2009.